Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was coming off. The event history log contained a high number of "high alarm displayed: downstream occlusion" alarms, which indicate a faulty dso sensor. Functional testing found that the pump triggers the "downstream occlusion" alarm inconsistently and that the pump records error code: 42221. The most probable cause for this error would be sw mistiming. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was coming off. The dso seal, dso sensor, and dso bezel were all replaced.

Event description:
It was reported that the occlusion faults and sensor membrane was damaged. There was unknown patient involvement.